Event description:
It was reported that when the pulse generator was interrogated and an elective replacement indicator alert was displayed. Upon re-interrogation, the eri alert disappeared.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.